Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pptwos was suspected to be due to fusion/pseudofusion. Reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.